Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 5 pen ndl 32ga 4mm 100 bx 1200 ca was unable to deliver insulin/medication or difficult to prime during use. The following information was provided by the initial reporter: material no.: 320144 batch no.: 8352658, unknown verbatim: consumer reported pen got stuck nothing came out during the injection. She did not do the primeing. She has been priming after this. She changed the needle and it worked. Sample is available 1 from 11-13-2019. Consumer stated, she had 4 other needles did not work she thought it was the pen she threw 2 pens out. Box discarded. She uses the 4mm pen needle 32 g nano ultra fine. Incident date-11-13-2019 occured-1 item# 4mm 32g nano read the number from the new box 320144 lot# 8352658 expiraton date-12-2023. Lot # was provided from one of the pen needle from the box. She was not doing the priming in the past, now she does the priming after this incident. She uses the new needle each time of her injection. She visually test the needle to see if it is straight. She rotates the injection site. She has been using the pen needle since 2004. Explained consumer if she thinks the pen has the problem, she needs to call the manufacturers of the pen.

Manufacturer narrative:
H.6. Investigation: customer returned (3) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that nothing came out of the needle during the injection. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that 5 pen ndl 32ga 4mm 100 bx 1200 ca was unable to deliver insulin/medication or difficult to prime during use. The following information was provided by the initial reporter: material no.: 320144, batch no.: 8352658, unknown. Verbatim: consumer reported pen got stuck nothing came out during the injection. She did not do the priming. She has been priming after this. She changed the needle and it worked. Sample is available 1 from (B)(6) 2019. Consumer stated, she had 4 other needles did not work she thought it was the pen she threw 2 pens out. Box discarded. She uses the 4mm pen needle 32 g nano ultra fine. Incident date: (B)(6) 2019. Occured-1. Item# 4mm 32g nano read the number from the new box 320144. Lot# 8352658 expiration date-12-2023. Lot # was provided from one of the pen needle from the box. She was not doing the priming . In the past, now she does the priming after this incident. She uses the new needle each time of her injection. She visually test the needle to see if it is straight. She rotates the injection site. She has been using the pen needle since 2004. Explained consumer if she thinks the pen has the problem, she needs to call the manufacturers of the pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8352658. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 5 pen ndl 32ga 4mm 100 bx 1200 ca was unable to deliver insulin/medication or difficult to prime during use. The following information was provided by the initial reporter: material no.: 320144 batch no.: 8352658, unknown. Verbatim: consumer reported pen got stuck nothing came out during the injection. She did not do the priming. She has been priming after this. She changed the needle and it worked. Sample is available 1 from (B)(6) 2019. Consumer stated, she had 4 other needles did not work she thought it was the pen she threw 2 pens out. Box discarded. She uses the 4mm pen needle 32 g nano ultra fine. Incident date-(B)(6) 2019. Occured-1. Item# 4mm 32g nano read the number from the new box 320144. Lot# 8352658 expiration date-12-2023. Lot # was provided from one of the pen needle from the box. She was not doing the priming in the past, now she does the priming after this incident. She uses the new needle each time of her injection. She visually test the needle to see if it is straight. She rotates the injection site. She has been using the pen needle since 2004. Explained consumer if she thinks the pen has the problem, she needs to call the manufacturers of the pen.